Manufacturer narrative:
Ous MDR. The analysis checked the mechanical and electrical properties of the leads. The analysis revealed damage to the insulation by fraying at both leads in a spatially limited area. In addition, the electrical conductors of the corox otw were broken at this place. These damage manifestations must be regarded as the main causes for the complained-about detection of artifacts. In both leads, this damage manifestation is with high probability the result of the simultaneous occurrence of strong and excessive pressure on the lead body in the implanted state. The characteristics and position of the damage indicate a subclavian crush syndrome, ie, the jamming of the lead between clavicle and first rib. The abrasion signs on the selox st suggest excessive friction against another lead as friction partner. The analysis of the damages at the lead did not provide any indications for mfg errors or material defects.

Event description:
Ous MDR. It was reported that both leads show rubbed-off spots (in the subclavian area). There is no info on the length of implantation. The leads were explanted. The other lead that was explanted is a corox otw 75-bp, MDR 1028232-2008-00518.